Event description:
It was reported that during device programming preparation of an implant procedure, the pacemaker (pm) was in back up mode. The physician elected to not used the pm and a new pm was implanted successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.